Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed to recover. The customer attempted to recover the storage space and rebooted the station; however, the issue persisted. The field service engineer (fse) noted that the unit had experienced intermittent drawer issues since a power outage that occurred a few days prior. The drawers often recovered temporarily but later disappeared from the bus several hours afterward. Drawer 2 1 was completely missing from the bus, while drawer 2 2 appeared on the bus but did not display any pockets. All wiring was inspected, removed, and reattached; however, the issue remained unchanged. The rear module was replaced due to poor serial cable retention on the board. The rear controller for drawer 2 1 had also failed and was only emitting a yellow light emitting diode. The retractor bands were found to be in good condition. The led issue was resolved after the controller was replaced and the drawer was reconfigured. The drawer 2 2 had to be completely dissected with the pockets still installed, as they would not release even through a forced release. In several instances, when a release did occur, a cubie from a different section of the drawer was released unintentionally. Numerous staples and other metal debris were discovered throughout the drawer, including debris resting on top of the pocket headers on various row boards. All metal debris was successfully removed, after which the unit was reassembled and tested. The module controller used for replacement was a known functional controller taken from a drawer that had previously been sent back due to rail failure. New controllers were currently in transit to the fses location. After the removal of all metal debris and replacement of the failed controllers, both drawers tested successfully using the hardware test application. Karla assisted by performing a thorough inventory of both drawers and confirmed successful operation through additional testing. The remaining failed drawers were located in auxiliary two of the devices and were noted to be handled separately under that serial number. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers failed to recover. The customer attempted to recover the storage space and rebooted the station; however, the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.